Manufacturer narrative:
Result: bed extender cable.

Event description:
It was reported by service report that the bed was reading communication error. No pt involvement or adverse consequences are reported.